Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, the device was unable to be removed from the vessel because the footplate didn't come down. The lever was forcibly lowered and the device was manually removed. An additional proglide device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficult to open or close is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Per case details and the reviewed device condition, the device was operated out of sequence leading to difficulty close the foot and removing the device. It should be noted that the electronic perclose proglide instructions for use (IFU) states: ¿step 3: pull back plunger to deploy suture¿ before ¿step 4: lower lever to close foot¿. The IFU violation contributed to the reported difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty in removing the device and opening or closing the foot appear to be related to user error. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.